Event description:
Customer reported button error alarm. Customer does not recall any significant events leading to the alarm. The customer's blood glucose was 216 mg/dl. Customer is advised to disconnect from the insulin pump and revert to the back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.